Event description:
It is reported that during surgery on (B) (6) 2009, the 55 epsilon constrained liner was implanted into a well fixed 55mm converge liner. Locking ring was impacted using the appropriate technique and instrumentation. Locking ring failed to seat into the liner. A second liner was not available. Surgeon explanted liner and converge cup, due to failure. Surgery was delayed 45 minutes.

Manufacturer narrative:
Evaluation summary: the received device was reviewed. It was observed that in its returned condition the liner had two scratches on the outer surface approx 2 cm in length and located below the flange fracture; flange was fractured at the shell/flange groove, with three holes which resulted in deformed flange geometry; one of these holes resulted in a sheared poly edge, which protruded into the inner surface; it also had a diagonal cut/fracture beginning in the center of the fractured finger location; one finger sheared off in a concave "v" fracture pattern and had scratches on the inner surface, flange surface and tip of finger. The metal locking ring had nicks in two locations approx 1 cm on either side of the lot number etch, scuff marks below "this face" etch of the "this face toward acetabulum" etch, nicks/gouges on edges of "this face toward femur" surface as well as both finger edges, extending to the top of the finger edges, and gouges on top finger surfaces around peg holes. The gouges were more significant on the single hole and peg hole closest to the "this face toward femur etch". The operative notes are unavailable, and it is unk if the metal locking ring was attempted to be assembled as per the surgical technique. Based on the above info and observations, the difficulty assembling the metal locking ring to the liner may have been due to one or more of the following mechanisms: soft tissue impingement, preventing engagement of the metal locking liner with the liner or the metal locking ring or impactor may have been misoriented. Based on the available info, a definitive root cause cannot be ascertained at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification.